Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent removal of a loose body seen on x-ray. As there was laxity noted, the articular surface was exchanged for larger size

Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. A product history search identified no other complaint for the reported part and lot combination. Review of the primary op-notes found that good patella tracking and stability were obtained with the trial components including a 12mm-thick provisional articular surface. Once the final femoral and tibial components had been implanted, the range of motion was great and stability was excellent. The provisional articular surface was removed and the final articular surface was impacted in place. Review of revision notes found that the patient fell about 8 months after primary tka, and after the fall he felt a tearing of his knee. The patient presented with palpable pain in the patellofemoral region. Greatest pain experienced going up and down stairs. A 2cm x 2cm loose piece of bone was found underneath the quadriceps tendon and removed. The articular surface was found to exhibit a bit of laxity and was replaced with a thicker one which seemed to correct the issue. The range of motion was excellent 0-130 degrees, varus-valgus stability was achieved at 0, 30, and 90 degrees, and the patella tracking was excellent. Per the package insert of the articular surface, pain is a known adverse effect of this procedure, and trauma can result in loosening, wear, and/or fracture of the implant. The accidental fall of the patient likely affected the function of the articular surface and is considered to be the root cause of the issue.

Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed and the complaint history search could not be performed. As no devices or photos were received, the condition of the components is unknown. The devices in question are used for treatment. Surgical notes and x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Compatibility of the components is unknown. A definitive root cause for the patient's loosening cannot be determined with the information provided.